Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had a procedure on their brain on wednesday, (B)(6) 2021. The caller turned stimulation off for the procedure and when the caller turned stimulation back on yesterday, (B)(6) 2021, the patient was feeling stimulation at the ins site, not in the bicycle seat area. Prior to turning stimulation off, the device had been working great on program 4 at 5.4 volts. The caller tried programs 2 and 3 prior to calling in. On programs 2 and 3, the patient felt stimulation at the ins site. Turning stimulation off, going back to program 4, decreasing to 0 volts, then turning stimulation back on and increasing stimulation slowly was reviewed, but the patient was still feeling stimulation at the ins site. Switching to program 1 was reviewed. On program 1, the patient was able to feel stimulation in the bicycle seat. It was reviewed the patient could stay on program 1 and monitor their symptoms. It was also reviewed to follow up with their healthcare provider to have the device checked. The caller said the patient had the device for bladder and bowel control, but was seeing a urologist until the urologist moved. They were sent physician listings and redirected to a healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were asked to clarify what type of medical equipment was being used during the procedure on their brain that may have interfered with the ins and they said none. They reported there was no issue, the problem resolved itself. The device was still in use and working ok at the time of the report.